Event description:
In 2009, patient reported her blood glucose levels have been elevated in the 400's mg/dl during the last 2 days. She reported blood glucose levels on the day prior to report, ranging from 105 - 472 mg/dl and bolused using her infusion device. Patient also reported blood glucose levels the following day, ranging from 316 - 485 mg/dl and bolused for correction using her infusion device. She stated, she did not know why her levels were so elevated. Patient reported she did not have any errors or alarms. She stated, she did not have any air bubbles in the cartridge or tubing, but said that there were a few champagne bubbles in the luer lock. Advised patient to change out the infusion headset, and when she removed it, she stated the cannula was not bent but said that insulin came out of her site area. Educated her on proper site management. Patient reported, she put in a new head set and bolused 8 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call patient's husband stated he thought her blood glucose came down to normal.

Manufacturer narrative:
No product will be returned for evaluation.